Event description:
The device was explanted due to magnet dislodgement after an impact. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 17, 2020. (B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(4) 2019, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted december 19, 2019.

Manufacturer narrative:
This report is submitted on september 03, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement after a head trauma. The surgeon will reinsert the magnet. No date has been scheduled for the revision surgery as of the date of this report.